Event description:
It was reported that during a shoulder procedure that the anchor came loose from the shaft causing the tip and eyelet to break. Procedure was converted into open surgery and surgeon was able to retrieve the tip and the eyelet from the pt. Retrieval of the anchor was attempted, however, the anchor still remains in the pt. The case was delayed approx 1 hour. No further consequences were reported from this event. Further pt info was requested without success. This device is used for treatment.

Manufacturer narrative:
The part of the device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.